Manufacturer narrative:
Product event summary: it was reported that the controller could not detect the ac adapter when plugged in. One (1) controller ac adapter was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed at the bench level. Failure analysis of the device revealed that the unit passed visual inspection but failed functional testing due to an open connection within the output connector. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an open connection within the output connector, likely due to a manufacturing/assembly error. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the controller would continue to be powered by the battery when the controller ac adaptor was connected. The controller ac adaptor was replaced. No patient complications have been reported as a result of this event.